Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d9. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and historical data, a possible cause of the detached instrument port channel is due to mechanical shock problem. The most probable cause is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing, the cystonephrofiberscope instrument port channel was not attached. There was no patient involvement.